Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2011-00384. A cypher stent patient called requesting stent cards and additionally reported an adverse event. Past medical history reported includes cad, hypothyroidism and hypertension. The patient had two cypher stents placed in circumflex for an unspecified reason as an outpatient procedure. Approximately five years post index procedure the patient experienced a heart attack. Treatment reported was two unspecified cardiac stents. One stent was placed in an unspecified location, and one stent was placed as an extension on one of the cypher stents placed in circumflex. Patient was hospitalized for two days and was discharged home from the hospital two days later. Several attempts to retrieve additional information about the event were unsuccessful. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease which could lead to myocardial infarction. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a type of treatment of the disease process and it is not a prevention or cure of the progression of atherosclerotic artery disease. Therefore, there are patient factors that may have contributed to the reported event. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt. This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2011-00384.

Event description:
A cypher stent patient called requesting stent cards and additionally reported an adverse event. The patient had two cypher stents placed in circumflex for an unspecified reason as an outpatient procedure. Approximately five years post index procedure, the patient experienced a heart attack. Treatment reported was two unspecified cardiac stents. One stent was placed in an unspecified location, and one stent was placed as an extension on one of the cypher stents placed in circumflex. Patient was hospitalized for two days and was discharged home from the hospital two days later. Additionally the patient experienced high cholesterol and treatment reported was lipitor 80 mg daily. No further information was available.